Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, requiring multiple presses to register since initial use, while the device software was current and blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no impact to glucose control. Investigation included remote troubleshooting and user education, verification of shipping and billing details, and arrangement for replacement with return shipping provided; the user was instructed on shutting down the device, syncing data to the mobile app, understanding that data would not transfer to the replacement, undergoing standard startup, and continuing cgm use through the dexcom app or receiver. Investigation of this device was confirmed and revealed a suspected mechanical or electrical malfunction localized to the user interface sleep/wake button without evidence of broader device failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the button assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.